Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection indicates that the inner pouch was removed from the outer pouch by forceps or a sharp instrument causing the pin hole in the pouch. The event was confirmed. The investigation concluded that the visual inspection identified the route cause of the pinhole to be as a result of forceps or similar instrument being used to remove the inner pouch from the outer pouch in the operating theatre. The product was not shipped in this condition as indicated by the visual evidence.

Event description:
During surgery, it was found upon opening the package that polymer's pouch had a pin hole. A back up product was used.

Event description:
During surgery, it was found upon opening the package that polymer's pouch had a pin hole. A back up product was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.